Event description:
(B)(4). I have had 3 miscarriages from this device and I'm sure that won't be the last ...bloating to the point of looking 6 months pregnant. Horrible cramps. Very bad period with heavy clotting. Headaches daily. Hair falling out. Extremely tired all the time.